Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative performed a navigation system check-out and checked all computer cable connections, with no resolution. RMA issued. Replacement computer shipped to site (B)(4) 2013. Medtronic investigation of returned suspect computer finds that the initial boot was successful. Launched ent and navigate successfully. System running 2 hours plus with no faults. System did not power off. No fault found. Reported issue could not be replicated. This device did not cause the reported event.

Event description:
A site representative, biomed, reported a navigation system that shut down unexpectedly while they were setting up prior to a procedure. The system was plugged into a known working outlet, was able to boot-up and enter the software application. After a few minutes, the screen went black and gave a message "searching for input", then the mouse light went off. This behavior repeated itself after three re-boots. There was no patient present when this issue was identified.